Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly, black spots or shadows noted. Device uploaded properly using carelink. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 3 days, no charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive/motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had stripped battery cap at coin slot, minor scratched display window, scratched case, stained end cap sticker, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error and motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump rejected new battery and had diminished battery life. Customer also stated that the insulin pump had scratches on the screen and all other batteries only last a couple of days. The insulin pump will not be returned for analysis.